Event description:
Revision for glenoid loosening.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Khan, a., t.d. Bunder, et al. (2009). Clinical and radiological follow-up of the aequalis third-generation cemented total shoulder replacement: a minimum ten year study. Journal of bone and joint surgery series b 91 (12): 1594-1600.